Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient presented to the hospital with progressive weakness, fatigue, hyper somnolence, weight loss, incontinence, shortness of breath and being more altered over the past two weeks. The patient had labs two days prior to presenting to the hospital which revealed anemia. Suction alarms were also noted upon log file submission beginning about two weeks prior to admission which were attributed to being hypovolemic and anemic. The patient received three (3) total units of packed red blood cells (prbc) during the hospital admission. Gastroenterology was consulted due to dark stools, probable gastrointestinal (gi) bleed and anemia and a capsule endoscopy was done which showed multiple arteriovenous malformations (avms) in the jejunum and ileum but were not actively bleeding at the time of the capsule study and therefore, no intervention was done. Initially the patient was treated with octreotide and pantoprazole intravenously (IV) for the gi bleed. These medications were stopped and gi service approved resuming anticoagulants. A heparin IV drip was used while international normalized ratio (inr) was subtherapeutic. Mentation improved throughout admission and was thought to be secondary to anemia from gi bleed and medications. The patient was discharged to home and the vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: (B)(6) was not returned for evaluation. The reported suction event was confirmed via review of the available autologs reports, which revealed 29 suction alarms logged since (B)(6) 2021. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported suction event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, gastrointestinal (gi) bleeding is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of gi bleeding. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.